Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had early battery depletion. The ICD was explanted and replaced. Additionally, the patient's right atrial (ra) and right ventricular (rv) lead had low impedance. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: d314trg ICD implanted: (B)(6) 2012-05029. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).